Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The system femoral impactor for attune broke intraop during cementing the femoral implant in. It broke into 2 pieces and both pieces were recovering. There was no delay in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device was not returnedf but examination of the returned photograph confirmed the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.